Event description:
It was reported that the patient¿s stim seemed to shut off when they sat down, this started yesterday. The patient reported that they saw the company representative on (B)(6) 2014 where adaptivestim was activated for upright, mobile, and lying down. It occurred 3 times where the patient sat down and felt like the stimulation goes off. The patient reported that they weren¿t doing anything with the patient programmer to make changes. The patient did not know what she did that changed it. Troubleshooting was performed. While the patient sat down, they saw the upright position that showed 3.2 volts. It was noted that the device was at 7.20 volts prior to sitting. The patient turned the stimulation to 7.4 volts. The patient was unable to make the change. It was decided to turn adaptive stim off and change settings manually. It was unclear what changes the patient was able to make. Follow up was performed to determine the outcome of the patient and if they are receiving effective therapy. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger, product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was clarified that the company representative met with the patient approximately three days following her complaint. The adaptivestim was activated, which resolved all of the patient¿s issues. The patient has done well ever since.